Event description:
The nurse reported that the home pt claims there was a leak with the transfer set. This was noted during use with no pt injury or medical intervention required according to the healthcare professional.